Event description:
It was reported that during intraocular lens (iol) implantation, a foreign body was observed inside the patient¿s eye. The foreign body was found to have originated from the device used to implant the iol. The foreign body was removed from the eye, and the operation was successfully completed. The patient fully recovered. No additional interventions such as incision enlargement, sutures, or vitrectomy were required, and there was no delay in the procedure. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.